Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. During deployment, the device deployed in a "cobra head" formation. The device was not released from the delivery cable and the physician elected to exchange the device. The procedure was completed with no further issues and the patient is reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.